Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure occurred and a watchman flx closure device was implanted. At the 45-day follow-up, it was noted that the closure device had shifted.

Manufacturer narrative:
B5: additional information added. D4: model number, lot number, catalog number, UDI#, expiration date added. D6a: updated from no information to (B)(6) 2023. H4: manufacture date added. H6: evaluation conclusion code updated from cmc - no problem detected to known inherent risk of device.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure occurred and a watchman flx closure device was implanted. At the 45-day follow-up, it was noted that the closure device had shifted. It was further reported that no intervention or treatment has taken place or is planned.